Manufacturer narrative:
(B)(4) concomitant medical products: 163662, 28 mm mod hd std neck tp1 taper, 494560. The 150476, oss poly tibial bushing, 594960. The 150478, oss poly lock pin, 610340. The 161034, oss rs poly fem bushings set/2, 252670. The 11-165218, ringloc bi-polar 28 x 47 mm, 382420. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02798, 0001825034-2018-02799, 0001825034-2018-02800, 0001825034-2018-02801, 0001825034-2018-02797. Remains implanted.

Event description:
It was reported patient is experiencing nickel allergy three years post-implantation. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.